Event description:
It was reported the camera head had cloudy (image). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation blurred images was confirmed: in addition, new damages/defects were observed: internal flooding due to damage to the adapter, cable buckling, damage to the adapter, heavy focus ring. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.